Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 1,280 mcg/ml clonidine, 40 mg/ml bupivacaine, and 20 mg/ml morphine (unknown), all with minimum rate doses. The reason for use was non-malignant pain. It was reported that there was an alarm heard and it was confirmed by telemetry. A critical alarm occurred, low battery reset occurred, reset occurred, and safe state occurred. Troubleshooting performed on the call consisted of checking the pump logs. The logs revealed low battery reset on (B)(6) 2018 at 16:39. Troubleshooting considerations were reviewed. It was reported that the patient was in pain and going through withdrawal. There were no further complications reported/anticipated.